Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a review of instrument service history, a review of tracking and trending data, and a review of product labeling. The customer replaced the arc, probe (list number: 08c94-47) on the sample pipettor, which resolved the issue. A review of the analyzer service identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the arc, probe (list number: 08c94-47) was replaced by the customer. A review of tracking and trending data did not identify any systemic issues or adverse trends associated with the discrepant result described in this complaint. The i2000sr erratic result rate is within acceptable limits with no trends identified. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated b-hcg result when processing on the architect i2000sr. The initial and retest results for sid (B)(6) from (B)(6) 2019 were 9.32 miu/ml and <1.2 miu/ml, respectively. The customer uses a reference range of 0-5 miu/ml. Upon reviewing samples tested prior to this there was a sample that generated a result of >15000. The sample needle was replaced, after which the result was stated to be normal. No impact to patient management was reported.